Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power faults and damage to the modular cable (lot number 6434402) was confirmed via log file analysis and review of submitted customer photos. The customer submitted photo showed damage to the modular cable. Data from the submitted log files was reviewed on the reported event date of 12aug2025 showed a driveline power fault alarm activating due to the power a signal intermittently dropping below the alarm threshold. The driveline power fault alarms did not prevent the pump from operating at its set speed, and the controller was able to support the system as intended while the driveline was connected. The root cause of the reported event was unable to be determined via this investigation. The device history records were reviewed (shop order: (B)(4)) and revealed no deviations from manufacturing or qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate iii instructions for use section 2 - ¿system operations¿ and heartmate iii patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted for infection and a driveline power fault alarm sounded. The patient had no symptoms. Log files were sent for review. The log file captured driveline power faults (a) on (B)(6) 2025. The alarm did not interfere with pump operation. It was reported by the sight that "it was as we expected from the condition of the patients driveline". An image of the pins of the mod cable was sent to technical services. The connectors appeared normal per the site. The alarm resolved with exchange of the modular cable.